Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for approximately 13 years, underwent a valve-in-valve procedure due to severe aortic stenosis and aortic regurgitation. The patient was noted to have developed symptomatic severe structural valve deterioration. A tavr was successfully performed using an edwards transcatheter valve. Post-op echo revealed no perivalvular leak, stenosis or effusion. The patient tolerated the procedure well. His post-operative course was without complications. The patient was discharged home in good condition on pod #2.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this clinical trial patient with edwards 25mm valve is scheduled for a valve-in-valve procedure due to aortic stenosis and regurgitation. No other details at this time.